Manufacturer narrative:
The suspect device was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corporation that during a biopsy procedure using trupath biopsy device, the devices were not locking at times and deploying by themselves when they did lock. The procedure was completed with another trupath biopsy device. Patient's condition is unknown.